Manufacturer narrative:
The pump was received with a cracked battery compartment (battery tube), cracked battery tube threads. Pump passed the displacement test, and active current measurement. The pump failed sleep current measurement due to moisture damage on pcb1. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that insulin pump had crack at the battery compartment. Customer states that there is no alarm for replace battery and replace battery now or power loss error. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. Customer was not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.